Event description:
Reporter is mother, who states that daughter has been diagnosed with a corneal ulcer, following use of product. Daughter is a nursing student and her treatments interrupted her last 2 weeks of finals, but the referring dr was able to ger her (the patient) seen by the specialist (corneal) at facility. They learned about the recall on the 25th of the month that the pt had been receiving treatment. The 1st 10 days included drops hourly each day and taking medication for pain. The consumer says that they'd never used the product before how, but she had a coupon and rec'd 2 bottles (one for the daughter & one for herself). She, the mom, wears contact only 3 days out of the week and apparently wasn't affected but the pt, her daughter, wore contacts daily add soaked her lenses mighty in the product. Her daughter now has follow-up treatments that have been projected to take weeks to months before completion. She, patient will have permanent scarring to her cornea. She's worn contacts for 5 years and has never experienced anything like this before. The product was purchased at grocery store in 2007. Mother has attempted over 6 times to contact the MFR and rec'd a recording that operators were not taking calls. She recently left a very aggressive message and the MFR did return her call stating that someone would be assisting her momentarily. That's been a day ago.